Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of energy. It was noted that the left ventricular (lv) lead exhibited high thresholds, loss of capture, high impedance lead fracture was suspected. Lv lead was capped and replaced. No further patient complications have been reported as a result of this event.